Event description:
It was reported that fluid leaking from the de-airing membrane was observed during priming. The information was provided that the oxygenator in question was clinically used without any problems of plasma leakage. Additional information was provided that no hazard situation was created for the pt based on this complaint. The oxygenator is not available for further investigation. In addition a picture and video's were provided. (B)(4). (B)(6).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints for this product. Previous investigations showed leakage was observed form the de-airing port. The port was evaluated under an optical microscope and wide pores were observed to be localized in the membrane body. An internal process (B)(4) to investigate the root-cause and implement the appropriate corrective action for the observed deficiency has been initiated. Also the data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.